Event description:
It was reported that during an unspecified procedure, removal difficulties were encountered. The lesion was located in an unspecified portion of the esophagus. A food bolus was removed from the esophagus. The cre 15mmx 18mm balloon catheter was advanced through an unspecified endoscope and was inflated to unspecified atms to dilate the esophagus. Following deflation of the balloon, the physician attempted to remove the device, however, the balloon was unable to be withdrawn through the endoscope. The endoscope and balloon catheter were removed as a unit. Upon removing the balloon catheter from the endoscope outside of the patient, the physician noted that "the end of the balloon attached to the wire was bent and very rigid" and the endoscope had been damaged. Another of the same device was used to complete the procedure. No patient injuries or complications were reported. The patient's status is reported as "fine".